Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient was implanted with cage. Three months post-op, the cage backed out. The product was used in the patient. The patient is currently asymptomatic.